Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported "high power" event cannot be confirmed via analysis of log files since the parameters were within normal operating ranges in the past 14 days of the event date. No alarms were logged in the past 14 days of the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of high power events can be attributed to multiple factors, including but not limited to thrombus formation/ingestion, inappropriate pump rotational speed, high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was noted to have dark urine and high watts. The log files showed normal power. The patient was hospitalized. It was further reported the patient had a pump thrombus ten days later and expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.